Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Contact reports pt developed radiculopathy following disc implantation. Plain x-rays found the implant appeared to be impinging on the nerve root causing leg pain. Standing ap film revealed the device implant was approximately 1.5mm off midline to the right. The device was explanted and replaced with a small charite disc and the pt is reported to be free from pain.